Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator lost power immediately when the battery door was opened for battery replacement. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device shut down immediately upon removal of the battery however it was noted that the device failed incoming vxi testing, the device shut down 12 seconds after the battery was removed. The device was to be returned to the customer unrepaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.